Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasion at 45-46.1 cm from the connector pin, which could cause the reported electrical problem. The insulation damage found could be caused by friction with another implanted device. Other text : na.

Event description:
It was reported that the right ventricular lead exhibited intermittent capture. An insulation fracture at the distal portion of the lead was noted. The lead was explanted and replaced.